Event description:
The patient reported an infection the implant incision site. Antibiotics were prescribed and the patient was instructed to wait two weeks before using therapy. As of (B)(6) 2025, the patient was cleared to use their device and they are doing well so far.

Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, the questionnaire was completed with limited information. Potential causes for infection include: touching or picking at the wound, implanting a non-sterile device, not irrigating the incision site with an antibiotic solution before closure, not prescribing antibiotics pre-operatively, not implanting in a sterile field, not prepping the surface of the skin with an antiseptic solution, using inappropriate tools, multiple tunneling attempts, and the patient having contraindicating conditions. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the infection is unknown. The investigation findings do not lead to a clear conclusion about the cause of the reported issue. Therefore, the conclusion has been selected as unable to determine the root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.